Manufacturer narrative:
Concomitant medical products: product ID 39286-65 lot# serial# va0buum008 implanted: (B)(6) 2013 explanted: product type lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that she fell about 3-4 months ago and she then started experiencing some numbness in her right arm. She said she went and saw surgeon and they did a CT which showed her scs paddle in the cervical area was way to the right of midline. A lead revision was scheduled to move the lead more midline to help with her left arm neuropathy. Lead revision was performed and surgeon able to remove the lead and place more midline. Only able to get 8 contacts to lay flat on the dura. That is where her programming was pre op and impedances were normal on those electrodes. Issue resolved at this time.